Event description:
It was reported an issue with monoplus suture package. The client (veterinarian) reported that the label was missing from two boxes.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received a picture showing two boxes of product without the front box labels and with the cellophane still intact. This defect was caused in the warehouse when preparing the shipment. Upon checking traceability, it has been verified that these boxes were probably not labelled due to a punctual problem in the server system. Furthermore, the personnel involved did not notice it. Therefore, the boxes were not discarded and consequently supplied to the customer by mistake. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Considering that there are no previous complaints of this code-batch, we consider that these are isolated and accidental boxes but the whole batch is correct. Final conclusion: taking into account that the product of the picture received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.